Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's best friend stated that on (B)(6) 2023, the patient was fidgety and violent. It was reported that the patient behaves this way when their blood sugar goes up. The patient did not take a bg reading during this time and it was unknown what the cgm was displaying; however, the patient alleged the readings were false. The reporter stated the patient crashed mentally and treated the patient with baqsimi. At the time of the report, the patient was in stable condition and doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.